Event description:
The pt reports that while giving an injection into the leg of a pt, the needle allegedly broke off at the hub and stayed in the leg. The needle was surgically removed the following week.